Event description:
When a patient was removed from the model 3100a for routine suctioning, the 3100a should have alarmed, both audibly and visually, but the audible alarm did not function. The patient was left on this 3100a for treatment but was continually monitored until another 3100a was available. The patient was not compromised.